Event description:
It was reported that "the tip of the loop separated and fell into the patients bladder". As a result, the procedure was delayed between 15 and 60 minutes. According to the information available, the procedure was completed successfully. No harm to patient, user or third reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).